Event description:
Reporter alleged discrepant back to back blood glucose results of 119, 242, and 258 mg/dl when all tests were performed a few minutes apart on the compact system meter. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Compact system: meter and compact test strip drum lot number 20656541 with an expiration date of 06-30-08.

Manufacturer narrative:
The suspect product is the compact test strip drum.